Event description:
The biomedical engineer (bme) reported that the bedside monitor discharged a patient on its own and went straight into standby mode and stayed there. This was noticed between 11:50am - 12:50pm at 12:45 a simulator was attached for testing. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor discharged a patient on its own and went straight into standby mode and stayed there. This was noticed between 11:50am - 12:50pm at 12:45 a simulator was attached for testing. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: central nurse's station model: pu-681ra sn: (B)(6).

Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor discharged a patient on its own and went straight into standby mode and stayed there. This was noticed between 11:50am - 12:50pm at 12:45 a simulator was attached for testing. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10: concomitant medical device: central nurse's station. Model: pu-681ra. Sn: (B)(6). Corrected information: a1 patient identifier.

Event description:
The biomedical engineer (bme) reported that the bedside monitor discharged a patient on its own and went straight into standby mode and stayed there. This was noticed between 11:50am - 12:50pm at 12:45 a simulator was attached for testing. No patient harm was reported.